Manufacturer narrative:
The company representative examined the system and confirmed the system message reported. The 57 psi regulator was replaced. The cpu battery and vacuum seal were also replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that error codes displayed when the system was turned on to start a case. The issue persisted after recycling the equipment. The case was canceled; however, the patient had already received anesthesia. There was no harm or injury to the patient.